Event description:
Country of complaint: (B)(6). Complaint states: customer has advised the thread keeps breaking and cassette has leaked.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are previous complaints of this code batch, two of them regarding this issue. There are no units in OEM stock. We have checked the cassette received and there are no cracks or damage in the structure. The cassette is full of liquid, no presented signs of leakage. On the other hand, thread of the cassette received is tangled and it is not useful. Thread into the cassette becomes tangled when it is pulled out with a large and fast movement, so reel spins free and some turns of thread comes out from the reel core. Pulling thread after this situation gets thread tangled. Final conclusion: the complaint is corresponding (justified). Actions on product: replace the cassette to the end customer.